Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of l4-l5 pseudoarthrosis or nonunion. The post op diagnosis was l4-5 pseudoarthrosis with two screws at l4 and l5 on the left side and loose screw at l5 on the right side and lack of fusion or non union. The patient underwent following procedure : removal of existing instrumentation and revision of fusion with obvious pseudoarthrosis at l4-l5 and extension of the fusion posterolaterally to the transverse process of l4 and l5 and placement of bone grafting and material using bone morphogenic protein, osteocel and allograft bone with bone chips. A total of 10 cc of osteocele and 30 cc of the bone chips with small amount bmp was used. Per op notes, "...the two screws were then removed and we exposed the transverse process by extending the dissection laterally to the spinous process of l5. Then surgeon decorticated the spinous processes with tps power drill using a 3mm cutting burr .then surgeon used the bmp sponge. Surgeon placed it right on the transverse process of l4 and l5 and then 5 cc of osteocele followed by 15 cc of the cancellous bone for a total of 20 cc of bone grafting material . Again attention was turned to left side. The surgeon then placed a sponge with bmp and then followed by 5 cc of osteocel and followed by 15 cc of bone chips.. "On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.